Event description:
A friend of the patient stated that the patient is in the hospital because of high blood glucose. She stated that the patient's blood glucose elevated to 69 mmol/l (1242 mg/dl). The patient was not using her infusion device at the time of the event because her primary infusion device was due for technical inspection and the backup device was alarming with an unclearable 04 (occlusion alarm). The patient's mother later reported that the patient is unable to use injection therapy due to an absorption problem. The mother stated that the patient had symptoms of frequent urination, sweaty, sunken eyes, and staggering. At the hospital the patient was placed on an insulin drip and an i.v. To rehydrate her. The mother stated that the patient's blood glucose was under control at the hospital and she would be released when her replacement infusion device arrived. Product was requested to be returned for evaluation.